Manufacturer narrative:
Sections d9 and h3 were updated. The customer's test strips were provided for investigation. The vial was visually inspected and no obvious signs of damage or contamination were observed. All testing with the returned strips produced acceptable results and no strip defects were observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The product has been requested for investigation. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of questionable results from accuchek inform ii meter serial number (B)(6). At 5:46 p.m., the meter result was 15 mg/dl. At 5:48 p.m., the meter result was 18 mg/dl. At 5:58 p.m., the meter result was 180 mg/dl. At 7:00 p.m., the meter result was 24 mg/dl. At 7:02 p.m., the meter result was 125 mg/dl.